Event description:
Customer uses the instrument with a ticket printer via lis port. Doctor prompted result by pressing "reprint" prior to current patient analysis being stored. The system printed the previous patient result and doctor almost acted based on reported result. No harm to patient was reported.

Manufacturer narrative:
Instrument performed according to specifications.